Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the inner package was discovered fractured and sterility compressed during initial procedure. Another device was used to complete the procedure. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows outer carton damage and a fractured inner blister. Sterility has not been compromised. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to transit damage. The device evaluation found the product to be conforming and sterility not compromised. Further, the event did not contribute to a serious injury; therefore, this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.